Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on (B)(6) 2012. "Customer claims this unit was alarming. Exh high peak, safety value open, high peak low min., volume, apnea interval low tidal volume while on a pt, our customer claims there was no harm done to the pt. There was an incident report file on this issue. Customer is requesting field service to come in and check this unit and ensure it works to factory specs. Biomed claims he did not test this unit at all or power it up, also this is the only info provided to him." The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2012. "The avea ventilator stopped ventilating the pt. Alarms were sounding and light flashing (ext high/safety valve/high peak/low min volume/apnea interval/low tidal volume). The pt was suction for small amount of sputum. The circuit and filters were inspected and no fault was found. The housing for the expiratory filter was slightly ajar and was removed and replaced properly with no correction to problem. The ventilator was removed from service and replaced. Throughout this process, the pt was being bag ventilated by nurse. No change to pt's condition; no harm. The ventilator was removed from service and the carefusion service representative inspected and repaired the ventilator. The service rep findings: found that the expiratory port was not seated squarely in the housing that holds the port, water trap and filter together. Also found that the delivered peep level was decreasing between the end of one breath and the beginning of another. The tech performed ovp (operational verification procedure) after resolving these issues. Action: the humidifier was mounted too close beneath the port causing the staff to have to insert the port/water trap filter assembly at an angle which causes the filter and port to become misaligned. The tech repositioned the humidifier out of the way. Also, found that the exhalation diaphragm had been pinched by the exhalation port and was not making a good seal. The tech replaced the diaphragm." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". "Device usage problem: device malfunction - that is, the device did not do what is was supposed to do."

Manufacturer narrative:
(B)(4). Carefusion service representative inspected and repaired the ventilator. The [carefusion] service rep. Findings: found that the expiratory port was not seated squarely in the housing that holds the port, water trap and filter together. Also found that the delivered peep level was decreasing between the end of one breath and the beginning of another. The tech performed ovp (operational verification procedure) after resolving these issues. Action: the humidifier was mounted too close beneath the port causing the staff to have to insert the port/water trap filter assembly at an angle which causes the filter and port to become misaligned. The tech repositioned the humidifier out of the way. Also, found that the exhalation diaphragm had been pinched by the exhalation port and was not making a good seal. The tech replaced the diaphragm." The incorrect assembly of the exhalation housing, water trap and filter as noted by the field service representative are confirmed to be contributing factors and would result in the alarms as noted herein. Should additional info become available a follow-up medwatch report will be submitted.